Manufacturer narrative:
Blocks d9 & h3: the visions pv catheter was returned for evaluation. Block h3: the visions pv catheter was returned in two pieces, along with an unknown wire that could not be removed. The distal section was intact to the unknown wire, and includes the distal tip, scanner, stretched distal shaft, inner member, portion of microcables, and a portion of the proximal shaft; measuring approx. 49 cm in length. The proximal section includes the remaining portion of the microcables and proximal shaft, and connector; measuring approx. 123 cm in length. Visual inspection found a damaged distal shaft and inner member. At the location of the separation, the core wire and microcables were exposed, resulting in sharp edges. The total length combined is 172 cm, which is not within specification of 147.5-152.5cm due to stretching. Block h6: the probable cause of the separation was likely damage during removal/handling. Strain, impact, and forces associated with use can affect the integrity of the device in the probable cause. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2: date of birth, not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3 & h6: the visions catheter was not returned for evaluation; thus, no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions catheter was used for a peripheral procedure in a severely calcified distal sfa. During use, the catheter became stuck on the calcium, and while trying to remove, approx. 150 cm of the shaft broke apart a snare was used to remove the separated portion, and angiogram confirmed nothing was left in the patient. A new catheter was used to complete the procedure with no patient injury reported. Prior to being discharged, the patient was ambulatory in the halls without difficulty. This adverse event and product problem is being submitted because the visions catheter shaft separated inside the patient, requiring additional intervention for removal.